Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The date of manufacture was not available at the time of filing. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The micro switch assembly was replaced to resolve the reported issue.

Event description:
The hospital reported that the auto/manual ventilation switches are faulty not allowing mechanical ventilation. There was no report of patient involvement.